Event description:
Although an unexpected tubing extension set with an unspecified issue was returned by the customer, a photo from the receiving lab appeared to show that the spin collar of the male luer end of the extension tubing set had broken off. Although requested, further information was not provided.

Manufacturer narrative:
Correction on initial report: b.5. Additional information provided: d.11. An unexpected return with unspecified issue was found to be a male luer break. The set was visually inspected for cracks, misassembly or damages to the components. Visual inspection of the set noted that a male luer collar of the extension set was cracked and broken off. Examination under magnification observed no stress marks at the break site of the male luer. No tool marks were observed. Functional testing was deemed unnecessary due to a separation. The root cause was identified as related to design of the specific male luer component. Device history record for model me2017 could not be performed due to no lot number being provided by customer.

Manufacturer narrative:
Concomitant medical products: green cap; pri tubing. The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that the spin collar of the male luer end of the extension tubing set broke off. Although requested, further information was not provided.